Event description:
A home pt's family member contacted baxter's technical service center for assistance. During the call the family member advised that pt had just recovered from a peritonitis episode. Follow up with the family member revealed that the home pt was hospitalized for 4 days. No additional information has been made available by the home pt's primary care nurse.